Manufacturer narrative:
The device was returned for evaluation. Analysis of the AED's log files did not identify a cause for the depleted battery pack. Upon return, the device underwent bench testing which identified that the AED was functioning as designed.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.